Event description:
The clinician reports the implant was inserted (B)(6) 2013 in fdi 23. On (B)(6) 2020, loss of osseointegration was verified. Patient presented with fair oral hygiene. No product was returned to the manufacturer. At the event the patient experienced: infection, inflammation and numbness. No further patient complications were reported.